Event description:
Left ventricular lv2 to lv3 lead impedance warning on (B)(6) 2022. This is a known issue. Left ventricular not in use due to intentional device programming. Phrenic nerve on lv1. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).